Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 424 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 379 mg/dl at the time of the call. Troubleshooting was performed for sensor. The insulin pump was not returned for analysis.